Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low ckmb result generated by the unicel dxc 600i synchron access clinical systems. A patient sample was tested through the closed tube accessing (cta) system and a result of 0.9ng/ml was obtained. Ckmb result of 5.9ng/ml was generated when the specimen was run directly on the analyzer. The incorrect ckmb result was not reported out of the lab. There was no affect to patient or user in connection with this event.

Manufacturer narrative:
Customer was getting level sense errors for samples run through the closed tube accessing (cta) system, and they ran qc's through the cta and directly on the analyzer. Qc results were significantly lower when run on the cta. Customer replaced the cta sample probe, and the issue was resolved. On recur, this event may have affected a pivotal assay, and erroneous results of a pivotal assay may contribute to serious injury to the patient. Although customer addressed hardware issue, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.